Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower & upper pressure sensor due to check IV set, replaced air-in-line, front door, rear case and right iui. Replaced u1 and u2 on display board. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15nov2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set alarm". No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set alarm". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction: e.2;g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower & upper pressure sensor due to check IV set, replaced air-in-line, front door, rear case and right iui. Replaced u1 and u2 on display board. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A patient side (lower ) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to electrical failure of the pressure sensor - check IV set.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received alarm- error codes/ messages "check IV set alarm". No additional information was provided. There was no patient involvement.